Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent CABG with concomitant maze surgical ablation procedure and left atrial appendage exclusion (laae), using an ach240. The atriclip device was placed while the patient was cross-clamped. When coming off bypass, s-t elevation was noted on EKG monitor. The surgeon removed clip device and s-t elevation resolved. The surgeon placed patient back on bypass and managed the laa using the cut and sew method. There was no device malfunction. This event was the result of a procedural complication.